Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted on (B)(6) 2002. Ddmb1d1, defibrillator, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, and monitored three atrial tachycardia/atrial fibrillation episodes which appeared to be noise and had a dislodgement. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was repositioned.